Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection shows that a (curved) was returned in a (reverse curved) box. The t1 is off the needle. The t2 is advanced on the needle. The depth straw is missing. A foam insert is still present in it's original position. A functional evaluation showed that once pushed past the needle dimple the t2 deployed. There was no relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during surgery, the t2 of the fast-fix did not trigger. The procedure was completed without significant surgical delay using a s+n back-up device. No further complications were reported.